Event description:
It was reported that during the implant attempt, the lead introducer was kinked, and the lead was apparently damaged during insertion. The physician attempted to extend the helix, but the helix would not extend even after 30 turns. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).